Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00190 thru 3012447612-2019-00192.

Event description:
It was reported that there were problems while installing three closure tops during surgery. The first one had a thread that sheared, so it was removed and replaced. The second closure top had a thread that sheared; however, it needed to be milled out during the removal process before being replaced. The hex drive feature of the third one stripped so it was not able to be removed or final tightened. There was a surgical delay greater than 30 minutes associated with this event, but there were no reported patient impacts associated with the delay. This is report three of three for this event.

Manufacturer narrative:
Additional information: methods, results, and conclusions - the device was not returned so an evaluation was unable to be performed, no results are available, and no conclusions can be drawn. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.

Event description:
It was reported that there were problems while installing three closure tops during surgery. The first one had a thread that sheared, so it was removed and replaced. The second closure top had a thread that sheared; however, it needed to be milled out during the removal process before being replaced. The hex drive feature of the third one stripped, so it was not able to be removed or final tightened. There was a surgical delay greater than 30 minutes associated with this event, but there were no reported patient impacts associated with the delay. This is report three of three for this event.